Event description:
Silicone gel-filled breast implant explanted due to capsular contracture and significant pectus excavation deformity. The implant was placed in 1983 at another facility to augment breast due to asymmetry.